Manufacturer narrative:
Sanofi company comment dated 02-dec-2024: this case involves a 71 years old female patient who was hospitalized as her lab values were off with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. Based on the available information, the causal role of the company suspect could not be denied for the occurrence of adverse events. The case will be re-evaluated post further update on patient¿s past drug and medical history, family history, details on suspect therapy, and concurrent conditions, the details of which will aid in comprehensive case assessment.

Event description:
Lab values were off [lab test abnormal] pain after pressure was put on the knee joint [injection site joint pain] case narrative: initial information received on 26-nov-2024 regarding an unsolicited valid serious case received from a nurse. This case is linked with (B)(4) (case for other patient). This case involves a 71 years old female patient whose lab values were off and had pain after pressure was put on the knee joint with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication and family history were not provided. On (B)(6) 2024, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection (strength: 48mg/6ml) once via route intra-articular (with an unknown dose and indication). The patient was administered with the product on one knee and it was her first time to be on synvisc-one. The patient came to the clinic on (B)(6) 2024 and received synvisc-one. The patient returned to the clinic on (B)(6) 2024 and started to complain although there was no redness, swelling or difference in the knee temperature but the patient had pain after pressure was put on the knee joint (injection site joint pain) (onset date: (B)(6) 2024, latency: few days) (batch number: ersl002 and expiry date: unknown). The patient was admitted because her lab values were off (laboratory test abnormal) (onset date:(B)(6) 2024, latency: few days) (batch number: ersl002 and expiry date: unknown) and reported that she was still in pain. Information on expiration date corresponding to the one at time of event occurrence was requested. Action taken: not applicable for both events. It was not reported if the patient received a corrective treatment for the events. At time of reporting, the outcome was not recovered for injection site joint pain and was unknown for laboratory test abnormal. Seriousness criteria: hospitalization for both events. A product technical compliant was initiated on (B)(6) 2024 for synvisc one (batch number: ersl002) with global ptc number: (B)(4). Additional information was received on 26-nov-2024 from the quality department. Global ptc number added. Text amended accordingly.

Event description:
Lab values were off [lab test abnormal]. Pain after pressure was put on the knee joint [injection site joint pain]. Case narrative: initial information received on 26-nov-2024 regarding an unsolicited valid serious case received from a nurse. This case is linked with case (B)(4) (case for other patient). This case involves a 71 years old female patient whose lab values were off and had pain after pressure was put on the knee joint with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication and family history were not provided. On (B)(6) 2024, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection (strength: 48mg/6ml) once via route intra-articular (with an unknown dose and indication). The patient was administered with the product on one knee and it was her first time to be on synvisc-one. The patient came to the clinic on (B)(6) 2024 and received synvisc-one. The patient returned to the clinic on (B)(6) 2024 and started to complain although there was no redness, swelling or difference in the knee temperature but the patient had pain after pressure was put on the knee joint (injection site joint pain) (onset date: (B)(6) 2024, latency: few days) (batch number: ersl002 and expiry date: unknown). The patient was admitted because her lab values were off (laboratory test abnormal) (onset date: (B)(6) 2024, latency: few days) (batch number: ersl002 and expiry date: 31-jan-2027) and reported that she was still in pain. Action taken: not applicable for both events. It was not reported if the patient received a corrective treatment for the events. At time of reporting, the outcome was not recovered for injection site joint pain and was unknown for laboratory test abnormal. Seriousness criteria: hospitalization for both events. A product technical complaint (ptc) was initiated on 26-nov-2024 for synvisc one (lot/batch number: ersl002) with global ptc number: complaint (B)(4). The ptc stated: batch number ersl002, synvisc one was manufactured on 01feb2024 with expiration date of 31jan2027 yielding (B)(4) singles. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Furthermore, no associated non-conformances were noted for the issue defect at time of release. Trend analysis performed in comet and qualipso: there is a total of one (1) complaint for lot ersl002. Complaint (B)(4) ersl002 other adverse reaction nos(not otherwise specified). Based on investigation and trend analysis, no CAPA (corrective and preventive action) required. Sanofi will continue to monitor adverse events. Trend analysis will be performed on a periodic basis to determine if a CAPA is required. There is no quality related defect that would attribute to a malfunction, death, or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. The final investigation was completed on 24-dec-2024 with summarized conclusion as no assessment possible. Additional information was received on 26-nov-2024 from the quality department. Global ptc number added. Text amended accordingly. Additional information was received on 24-dec-2024 from the quality department. Ptc results were added. Expiry date was added. Text amended accordingly.